Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0063773. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that a tear was noticed in the bd nexiva¿ closed IV catheter systems plastic when removing it from the packaging. The following information was provided by the initial reporter: "24 ga 0.75 in IV cathelon bd nexiva removed from packaging and noticed that tear in plastic cathelon. Nurse noticed before pulling metal needle out of sheath. Not used on a patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a tear was noticed in the bd nexiva¿ closed IV catheter systems plastic when removing it from the packaging. The following information was provided by the initial reporter: "24 ga 0.75 in IV cathelon bd nexiva removed from packaging and noticed that tear in plastic cathelon. Nurse noticed before pulling metal needle out of sheath. Not used on a patient."